Event description:
Ventilator not holding peep, set at 5, reading 0. There was no pt injury and that after calibration the ventilator functioned normally and has been in use since the event without further problems. There is no record of the ventilator settings.